Manufacturer narrative:
Initial.

Event description:
It was reported that the patient experienced prolonged hyperglycemia with a highest continuous glucose monitor (cgm) value of 400 mg/dl and a duration of approximately six hours after consuming two unannounced high-carbohydrate meals in close succession and later announcing larger-than-usual dinners in an attempt to self-correct, after which they disconnected from the ilet and administered a subcutaneous insulin pen dose.no adverse clinical symptoms associated with hyperglycemia reported. Outcomes included the need for manual correction with subcutaneous insulin and no alarms reported from the system without hospitalization. Investigation included complaint handling and user education focused on meal announcements and spacing, with troubleshooting indicating no device alarms. Investigation of this case revealed user-related factors, specifically missed and mis-sized meal announcements and inadequate spacing between meals, consistent with expected device behavior when meal inputs are inaccurate. It was concluded, based on previously established findings for similar reports, that the cause was user error related to meal announcement practices.